Event description:
The customer reported that the device would no longer open while on tissue. The device was opened with manual force and this caused some tissue damage. A new device was opened to complete procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). One used device was returned for eval. The jaws were not stuck shut. The handle was latched and unlatched ten times with no problem. We could not confirm the customer's report of the jaws not being able to open.